Event description:
It was reported that an unspecified malfunction alarm occurred. The customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level ranged from 7-8 mmol/l.